Event description:
The customer, on (B)(6) 2015, reported via phone call that they were hospitalized at the time of the call due to high blood glucose and diabetic ketoacidosis. While in the hospital, the customer's insulin pump was able to undergo troubleshooting. The customer explained that the insulin was cold when filling the reservoir. The customer's blood glucose at the time of the call was 126 mg/dl. While troubleshooting, the customer's insulin pump was able to pass the high pressure test and was functioning as designed. The customer was advised to monitor the insulin pump and call back if the issues persisted. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.